Manufacturer narrative:
One hotline® 3 blood and fluid warmer was returned for analysis. Upon visual inspection wear and tear was noted to the enclosure, tank cover, front cover, line cord and pole clamp. The dual thermistor was observed to be corroded. The tank was filled with water, temp check attached, line cord plugged in and power switch turned on; confirming complaint. Based on the evidence, the root cause was found due to the crack in the enclosure which was caused by repeated use of the drain tube.

Event description:
Information was received indicating that a smiths medical smiths medical level 1® hotline® 3 blood and fluid warmer was reported to have a crack in the bottom near the drain port. There were no reported adverse effects.